Event description:
A nurse reported that aspiration was weak and the tip of the probe fell down in the patient's eye during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with nonconforming with the needle broken at the port, and orange/brown foreign material on the remaining port. No functional testing could be performed due the probe needle broken condition at the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard picture. Gouge marks observed at location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Three pictures attached were reviewed by the investigation site. Picture 1 shows a top/partial view of a probe. Picture 2 shows a partial view of probe needle, the distal end appears broken, with jagged appearance. Picture 3 shows a probe distal end handpiece, the needle distal end appears broken. The complaint evaluation was unable to confirm the reported aspiration failure due to the probe needle broken condition at the port, which confirms the reported tip of the probe fell down. How and when the tip became broken cannot be determined from the evaluation performed and a root cause cannot be identified. The reported aspiration failure was unable to confirmed and the exact root cause of the broken tip could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The underlying disease was macular hole. Abnormal visual acuity was observed however more information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that aspiration was weak and the tip of the probe fell down in the patient's eye during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information received that underlying disease was macular hole. Abnormal visual acuity was observed however more information has been requested.